Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned, but neither further information nor the device has been received for investigation yet.

Event description:
Parents reported the user began to exhibit diminished responses with the device which was then followed by a complete lack of response, even to loud sounds. There is no accident or trauma reported. Re-implantation was planned for (B)(6) 2018 but no further information has been received from the field.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported the user began to exhibit diminished responses with the device which was then followed a complete lack of response, even to loud sounds. There is no accident or trauma reported.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Other damages found during device investigation are most likely related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Parents reported the user began to exhibit diminished responses with the device which was then followed by a complete lack of response, even to loud sounds. There is no accident or trauma reported. There was no deterioration in response to sound when only 2 channels were disabled due to high impedance. In (B)(6) 2018 when 4 channels were found affected it was decided to still continue to monitor performance. The user has been re-implanted on (B)(6) 2019.